Manufacturer narrative:
Concomitant product: 5076-45 lead, implanted: (B)(6) 2006. This product was included in a field action. Based on the information received, and without the return of the product in its entirety or the receipt of performance data, and/or completion of analysis, it could not be determined at this time if this product performed as described in the field action.

Event description:
It was reported that there were high thresholds, small r-waves, and undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the partial lead was returned in segments, analyzed, and the setscrew marks on the connector pin were too proximal. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.